Event description:
The facility's biomedical engineer reported to baxter (B)(4) that a set was chewed up in the colleague triple channel pump, causing fluid ingress to the pump. The drug being involved was solivito/vitalips smof 20%. It was asked but unknown which set was involved. There was a patient involved but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.